Event description:
A facility reported that the mayfield modified skull clamp (a1059) came loose on a patient, resulting in lacerations on both sides of the head, including a large 4' laceration to the right side that required stitches and steri strips. Delay in surgery is unknown. The patient has been discharged and has no noted issues related to the incident.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated information: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal positioning of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a